Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. The field service engineer (fse) found main drawers 5.1 and 5.2 were not opening and were not visible on the system map. The initial diagnosis by the field service engineer (fse) identified a failure in the module control board, as indicated by the absence of illuminated status light emitting diodes. To resolve the issue, the t board and the drawer board were replaced. The repair was successful, with full functionality and system mapping restored upon completion. The customer verified the functionality, and the outcome was confirmed to be successful. A proactive system check was also performed to ensure continued reliability. The system functioned as intended after the field service engineer repaired the device.